Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was removed and on (B)(6) 2023, a smaller length lens was implanted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -5.00 into the left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for the same model, shorter length lens. D6b.- "(B)(6) 2023" should be added. Claim# (B)(4).